Event description:
It was reported to philips that the device therapy test failed. There was no report of patient involvement. The device was evaluated by the customer with assistance from philips field service engineer (fse). The reported issue was confirmed, and the cause was traced to therapy test failure. Based on the conclusion of the evaluation, it was determined that there was device therapy test failure. Therapy capacitor was ordered to fix the issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation and action is warranted.